Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach and encountered resistance in the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured cerebral aneurysm with a saccular morphology. The patient¿s vessel tortuosity showed no anomalies. Access vessel: a-com (diameter 2.5 mm). Aneurysm dimensions: max diameter 14 mm and neck diameter 6 mm. The patient¿s blood flow was normal and vessel tortuosity was moderate. For the embolization of an unruptured cerebral aneurysm using a w catheter, an atlas (stent) was placed with the phenom17 str, followed by filling with the primeframe10-30 from the jailed phenom17 j. After all the filling, no detachment of the coils was performed, and the phenom17 str was trans-celled to fill with the primeframe7-30. During the filling of primeframe7-30, there was slight resistance, but the coil was detached, and the coil delivery wire was retrieved. Subsequently, the axium prime3d 6-20 was filled from the same phenom17 str. While there was no problem with coil filling, abnormal stiffness was felt when retrieving the coil delivery wire after detachment. Since the coil could be detached, the wire was pulled out, but signs of a breakage were observed midway, and the phenom17 str was removed from the body. Flushing was attempted outside the body, but it couldn't be done, possibly due to something remaining inside the mc. Another phenom17 str was then trans-celled again, and the coil filling proceeded without issue, completing the procedure. It is considered that the cause might have been related to the phenom or the coil. There were no patient symptoms or complications associated with this event. Ancillary devices: guide catheter rist 7f, microcatheter phenom17 str 2 units phenom17 j 1unit, guidewire chikai black 14, embolization coil axium 7 units vfc 2 units, other gidepost.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the non-detachment and resistance was unknown. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There were no damaged observed to the catheter after removal but inner damage was suspected. There were no issues that resulted in the damage that was found. There was one detachment attempt using the instant detached and no attempts with the manual method. It was noted that there was no problem for the coil detachment itself. Detachment was done. Abnormal stiffness occurred when retrieving the wire after detachment. There was no problem during coil filling.